Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for hemostasis during a procedure performed on a bleeding ulcer in the duodenum. According to the complainant, after the injection gold probe was advanced through the scope and into the patient, the device failed to conduct electrical current. All connections were checked, and appeared to be fine; however, the cautery issue remained. The device was withdrawn from the patient, and then the procedure was satisfactorily completed using another injection gold probe along with the original generator/equipment. No device damage was visible. Reportedly, the injection gold probe was not tested prior to use. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for hemostasis during a procedure performed on a bleeding ulcer in the duodenum. According to the complainant, after the injection gold probe was advanced through the scope and into the patient, the device failed to conduct electrical current. All connections were checked, and appeared to be fine; however, the cautery issue remained. The device was withdrawn from the patient, and then the procedure was satisfactorily completed using another injection gold probe along with the original generator/equipment. No device damage was visible. Reportedly, the injection gold probe was not tested prior to use. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. (B)(4): probe fails to deliver energy. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Functionally, when actuated, the needle extended and retracted without issue. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.